Event description:
It was reported that during atrial lead implant procedure, no abnormity noticed during inspection prior to use. During implant, the atrial lead could not be fixed well, parameters on the lead were not ideal and lead continuously dislodged. The physician replaced atrial lead with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.